Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device interrogation, the programmer initiated emergency pacing parameters in the patient's device. The programmer then rebooted itself and displayed an error code. The programmer was power cycled and the patient's device was able to be reprogrammed to the original settings. The programmer remains in use. No patient complications have been reported as a result of this event.